Event description:
General report received an unspecified number of undocumented incidents of separation. The tubing sets were being used to deliver an unspecified medications. After unspecified lengths of time in use, the tubings separated from the option-lok male adapters. Leaks of solution and unspecified volumes of blood loss were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated, the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).